Event description:
Written report and photographs received. The report stated that the 3 way stopcock cracks and leaks during use. Photograph shows where the stopcock has cracked and leaked. Customer states that this situation was reported at the beginning of 2005. This product is used for the administration of lipids and tpn for pts. Customer reported that due to this situation three pts have been reported to have developed infections.